Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not sensing closed, lubrication was needed for the switches. The field service engineer added grease to switches to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator was failed to open, and the lock was defective. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.